Event description:
The bench technician while servicing the device found the display damaged. There was no patient involvement. The bench technician while servicing the device found the display damaged. The display needs to be replaced. Upon conclusion of the evaluation, it was determined that the display requires replacement. It was replaced. The device passed testing and was put back into service.